Event description:
It was reported that the user experienced a prolonged low blood glucose after missing a dinner announcement while using the ilet with dexcom, then eating a late meal that led to hyperglycemia followed by automated correction dosing and subsequent hypoglycemia; carbohydrates including glucose tablets, sugar packets, and a granola bar were used to treat the low. Symptoms included hypoglycemia and a sensation of feeling hot. Outcomes included medication required to treat the event and the event being considered a serious injury/illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem involving an improper or incorrect procedure related to meal announcement, and that the user interface was involved only as the component used. It was concluded that failure to follow instructions and an unintended use error caused or contributed to the event. Education on proper meal announcements and low treatment was provided, and glucose was trending upward by the end of the call.